Event description:
It was reported that revision surgery is scheduled for a patient with bilateral bhr implants who reportedly has elevated blood metal ions. The patient is scheduled to have a bilateral revision in (B)(6) 2011.

Event description:
Revision surgery was performed on (B)(6) 2011.

Manufacturer narrative:
Please note this case is related to MDR 3005477969-2010-00228.